Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis of the pump and motor revealed gear train anomaly; corrosion and or wear and or lubrication.

Event description:
The patient experienced withdrawal, increased pain and restless leg feeling. Patient was taking oral medication so not as much nausea. The patient had a sharp pain over the pump that lasted an hour or so. Patient's husband had noted some discoloration over the tip of the pump near the access port. The pump alarmed; ptm alarm. There was a confirmed motor stall in attention dialogue box. A motor stall occurred on (B)(6) 2012 at 10:00 and recovered at 10:41; on (B)(6) 2012 at 11:03 and no recovery noted. Patient did not have an MRI on either of these dates. The pump was explanted. It was questioned if the battery was depleted. There was no injury. The pump was delivering fentanyl and bupivacaine.